Event description:
It was reported by the account that the device's battery holder was cracked. The device cracking at the holder could lead to loose parts falling into the surgical site or into the patient causing an infection. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the account that the device's battery holder was cracked. The device cracking at the holder could lead to loose parts falling into the surgical site or into the patient causing an infection. No known patient involvement or procedural delays were reported with this event.